Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Correction: system was not replaced. The patient was not implanted a new product for the time being.

Event description:
It was reported that the patient developed bursa rupture three weeks post system implant. The physician suspected that it was related to implanted device. Blood culture test was negative for infection. The ICD system was explanted and replaced. Patient was stable throughout the event. Related manufacturer reference number: 2938836-2019-02312, related manufacturer reference number: 2938836-2019-02315, related manufacturer reference number: 2938836-2019-02316.